Manufacturer narrative:
We were informed that this lead was explanted and replaced on (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Two out of range shock impedance measurements were reported on home monitoring. Patient was brought in for follow-up and an increase in impedance for rv -> can shock polarity (~60 ohms to 88 ohms) was noted during isometrics. Shock polarity rv -> svc was also tested and remained stable. Sensing, pacing impedance, and threshold all tested and within range. Chest x-ray to be performed. On 10/3/19 - it was reported that dft testing found that first shock at 25 j had in-range shock impedance but did not rescue. The second shock at 30 j did rescue patient but had an out of range shock impedance. Evaluation to be determined by physician. Lead remains implanted.